Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What instruments were used to grasp the needle? Where was the needle grasped during use? Was it necessary to perform additional incision to retrieve the needle from the patient? After how many days did the patient present the swelling? Was the patient treated with any medication due to the swelling? What is the surgeon opinion regarding the contributing factors to the swelling? Does the surgeon opine that the suture is related to the swelling? What is the current condition of the patient? If applicable, will product be returned, return date, tracking information.

Event description:
It was reported that the patient delivered vaginally on (B)(6) 2016 and suture was used to sew perineal skin. During the procedure, when almost finishing the wound, the needle was pulled off from suture during tying and the needle fell into the patient. With the help of x-ray, it took 3 hours to retrieve the needle between perineal and anal. The patient experienced severe red swelling at the perineal and anal. The patient has been discharged. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: what instruments were used to grasp the needle: needle holder; where was the needle grasped during use: about 2/3 of needle; was it necessary to perform additional incision to retrieve the needle from the patient: yes, since the broken piece was found around; after how many days did the patient present the swelling: after 5 days of discharge from hospital; was the patient treated with any medication due to the swelling: no; what is the surgeon opinion regarding the contributing factors to the swelling: suspect it¿s related to product complaint; does the surgeon opine that the suture is related to the swelling: yes, because it took around 3 hours to look for the broken piece; what is the current condition of the patient: discharged from the hospital, and no follow up after that the used needle was examined for visual inspection attribute defects and the hole of the needle was examined for suture remnant and it was observed suture piece still attached to the hole of the needle. It was observed that the end of the suture piece was cut likely by a surgical device. Additionally, there are several marks on the edge and swage area of the needle by use of the needle-holder and this condition causes the needle to separate the suture. Marks were observed on the swage area and edge of the needle. In order to avoid this kind of damage the packages insert (IFU) cautions: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. According to the sample condition it was suggest an improper handling of the sample.